Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the implantable cardiac monitor was sensing noise. The patient was stable and would be monitored.